Event description:
It was reported that a pump has a system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom of system error 105. The unit was rec'd inoperable per the reported symptom of system error 105 due to a failed motor flex. The motor assembly was replaced.